Manufacturer narrative:
The return of the component has been requested, but at this time no response has been received. Based on the info received, there was no serious injury, medical or surgical intervention reported. Review of the overall complaint history for this product shows that occurrences of this nature are rare. Qa has reviewed the process with final packaging to minimize the potential for reoccurrence.

Event description:
According to the info, the tips were cut off in the closed package.